Event description:
It was reported that the external pulse generator (epg) experienced an error code. The battery was replaced. The error was cleared, and the epg is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.